Event description:
Boston scientific received information that during a recent device change out from a competitor system, three boston scientific devices were used. The first device was implanted and during induction testing, a shorted lead condition warning appeared and the device failed to convert the patients rhythm. Additionally, low out-of-range (oor) shocking impedances were observed. Boston scientific technical services (ts) was consulted and suggested there was a lead issue. The physician insisted there was not a lead issue with the competitor right ventricular (rv) lead asked for another boston scientific device. A second device was implanted and showed the same message and oor impedances. At that time, the physician elected to abandon the competitor rv lead and asked for another boston scientific device. This third and final device was implanted and tested and found to be working appropriately. The device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that there were no external irregularities seen, all seal plugs were intact and the setscrews operated normally. An x-ray was taken which showed that the plasma fuse was open. The battery status was at beginning of life, and a review of the memory showed that was 1 shorted lead error code. A capacitor reform was performed and the device issues a charge timeout. Lab analysis determined that the electrical overstress damage occurred when the device delivered a shock into a shorted lead.